Event description:
Overdelivery reported. Pump b was set to infuse norcuron 100mg/100ml at 4ml/h. A new container was started at 1530. At 1630, the pump reportedly alarmed for infusion complete and the 100ml container was empty. The patient experienced some tachycardia up to 140 beats/minute, but otherwise tolerated the delivery without adverse effects/sequelae. No medical intervention was required. No additional information was available.